Manufacturer narrative:
Concomitant medical products: product ID: 5076 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) storm requiring multiple high voltage therapies. The device was exchanged because of elective replacement indicator (eri). The patient's lawyer suspects a product defect. It was also reported after the high voltage therapies, there was high threshold on the right ventricular (rv) lead. An attempt to implant a new pace/sense lead failed. The lead was revised and remains in use. No patient complications have been reported as a result of this event.